Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: lead (B) (4); the full lead was returned and analyzed. There were no anomalies found; however, there was blood/body fluid present in the distal conductor (not obstructed).

Event description:
It was reported that during the implant procedure, leads (B) (4) and (B) (4) had unacceptable thresholds, no capture at 10 volts and no pacing output. The devices were not implanted. No patient complications have been reported as a result of this event.